Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) had a lvp8100 failed patient side occlusion test during pm. I step through analog sensor test with her and advised her to replace upper pressure sensor. She also needs to replace new IV set because the same set was used for rate test and patient side occlusion test over and over for more than 60 times. I suggested she keep 8100-rcs for just rate test and use regular IV set for patient side occlusion test.